Event description:
It was reported by the facility that a patient fell out of the bed while having a stroke. The hospital ruled out that the bed was the cause of the fall and stated that the stroke itself led to the patient falling out of the bed.

Manufacturer narrative:
Unit was evaluated by stryker technician who verified that the product operated to specification and there was no device malfunction.